Event description:
The customer reported that the sram was defective and that a new one needs to be ordered. The unit will not boot.

Manufacturer narrative:
This MDR is related to ge healthcare complaint number. The ge service representative installed a new sram and setup opt user file. He checked the operation of the unit by performing numerous bootups and assuring that the unit booted properly every time. The unit was working as intended..